Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor tubing guide pin covers came loose and caused damage to a segment of the blood pump tubing during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, cut open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing the blood pump to cut the tubing. The previous rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the blood pump rotor has been replaced and the machine is back in service without reoccurrence of the reported event. The bmt stated the component was returned for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 device component code.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor tubing guide pin covers came loose and caused damage to a segment of the blood pump tubing during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, cut open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing the blood pump to cut the tubing. The previous rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the blood pump rotor has been replaced and the machine is back in service without reoccurrence of the reported event. The bmt stated the component was returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor tubing guide pin covers came loose and caused damage to a segment of the blood pump tubing during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, cut open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing the blood pump to cut the tubing. The previous rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the blood pump rotor has been replaced and the machine is back in service without reoccurrence of the reported event. The bmt stated the component was returned for manufacturer evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer to date for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.